Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the elecsys hiv duo assay performed within specifications. Calibration and quality control data were not provided; however, the affiliate reported that calibration and qc results were acceptable. False reactive results may occur with the elecsys hiv duo assay due to its sensitivity and specificity being less than 100%. Such results can affect both the hiv antigen (hivag) and anti-hiv (ahiv) modules and may occur at any coi value. The assay provides qualitative results, and coi values are not directly related to concentration. The root cause of the false reactive results could not be definitively determined. Unspecific bindings, potentially caused by other infections, may led to false reactive results. The hiv antigen confirmatory assay within the hiv duo assay or pcr testing should be used to confirm or rule out hiv antigen-positive samples.

Event description:
The initial reporter alleged implausible reactive results for two patient samples tested with the elecsys hiv duo assay. For patient 1, the elecsys hiv duo assay generated a reactive result with an hiv antigen (hivag) value of 34 coi, while the anti-hiv (ahiv) module was non-reactive. These results were confirmed by re-measurements. Polymerase chain reaction (pcr) testing for this patient was negative. For patient 2, who was identified as a high-risk patient, the elecsys hiv duo assay generated a reactive result with an hivag value of 70 coi, while the ahiv module was non-reactive. These results were also confirmed by re-measurements. Pcr testing for this patient was negative.